Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 53 mg/dl. Customer did not was not troubleshooting for low blood glucose. Customer called to replace the sensor. Customer also saw blood at the site. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Insulin pump will not be returned for analysis.